Manufacturer narrative:
Eval: the suspect device was not returned for our eval, only the lot number was provided. Unfortunately, without the actual complaint device, we were not able to determine with certainty how this incident may have occurred. However, we have seen this type of failure occur when the .018" wire guide made inadvertent contact with the bevel of the needle during withdrawal and/or manipulation. We do recommend if resistance is encountered during wire guide insertion to not force the wire guide. We caution that withdrawal of the wire guide through the needle should be avoided as breakage may result. This device is inspected 100% by our qc dept for bends, kinks, adequate joint strength and other surface imperfections prior to shipping. We will, however, continue to monitor for similar situations.